Event description:
A report was received of a patient experiencing ipg pocket site discomfort. A pocket revision was recommended, however, the patient does not want to proceed with the pocket revision at this time.

Manufacturer narrative:
This is the final report.